Event description:
The clinician reports the implant was inserted on (b)(6)2026 in ADA 4. Details of surgery: Implant surface not completely covered with bone and Immediate extraction site. On (b)(6)2026, non-osseointegration was verified. Patient presented with bone type III. The device was forwarded to the manufacturer. At the event the patient experienced: Mobility. No further patient complications were reported.